Manufacturer narrative:
(B)(4)

Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (concentration 20.000 mcg/ml, dose 4.404 mcg/day] via an implantable pump for non-malignant pain. It was reported that an active motor stall was seen at initial interrogation; the stall occurred on (B)(6) 2016. The patient did not recently have a magnetic resonance imaging (MRI). The patient experienced pain. On the day after this report date, information was received from the consumer regarding the patient. The national answering service reviewed that the patient went to hospital and the pump was malfunctioning. The patient was given a morphine prescription but the pump was now being and they wanted to make sure that it was not going to give patient morphine. Reportedly the patient had a chest MRI on (B)(6) 2016 at one of the hospitals. The patient went to hospital because she thought she had overdosed on some of her oral medication (robaxin) on the (B)(6). The patient received narcan at the emergency room (ER) on (B)(6) 2016 and patient did not get any better and that wasn't what patient overdosed on. They took patient off all her oral medications. It was clarified that patient had been to numerous hospitals and was taken out because she was dying in there with no medication at all and then went to a different hospital where they gave pt a demerol shot. The patient was driven home but they were scared so they went back to meridian but states meridian wouldn't take the patient. They waited for a doctor and saw a nurse and they checked the pump and the motor was out on it, it had stalled (B)(6)-2016. Reportedly, the pump was checked after the MRI to make sure the pump it went back to status. It hadn't even been 24 hours from the first time it was checked to the second time it was checked when it stalled. The consumer had she just called the doctor's office and they were laughing because they fixed the beeping, prescribed it to a low setting and prescribed a morphine patch and some percossets. They were told to call if the pump started beeping, the patient's pump was beeping again on (B)(6) 2016 but they were laughing and reason caller is calling patient services. They were thinking that the patient overdosed on the morphine from the pump. The consumer then later clarified she wasn't to the patient service specialist and gave additional dates. It was noted that the patient was discharged on (B)(6) 2016 and then came back on (B)(6) 2016. The consumer was not sure about the (B)(6) 2016 date and stated that the patient is only able to text her. The alarm sounded like a siren. It was noted that they just did this yesterday and was 75 miles from her house and turnedthe beeping off and set it at a low volume and its beeping again. The caller was redirected to the health care professional to determine the reason for the alarm and possible outcome on (B)(6) 2016, information was also received from the health care professional requesting a pump off password to program pump to off state due to the motor stall. It was noted that a stopped pump may exceed tube set message was seen. The pump was programmed to off state. The health care professional also reported that the pump was interrogated, the rate was set at the lowest on (B)(6) 2016 and alarm was shut off. The cause of the stall was an MRI scan that was done without the health care professional's knowledge. The motor stall and pain event had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicated the patient had experienced withdrawal. No event date was specified. The pump was pending removal. No further complications were reported/anticipated.